Manufacturer narrative:
One used chemolock¿ bag spike w/additive port, dry spike, one used 0.9% sodium chloride 250ml bag, one used extension set, one used chemolock connector was received for evaluation. The device was visually inspected. There were no anomalies noted upon visual inspection. The sample was pressure leak tested at 25psi with no leaks observed. The reported complaint of the bag spike disconnecting could not be confirmed. The spike was measured and was within the dimensional specifications. The returned sample was tested and was within product specifications. A device history review (DHR) lot # review could not be conducted because no lot number was identified. D9 - date returned to mfg: 11/18/2025

Manufacturer narrative:
The device has been requested for evaluation. It has not been received. The investigation is pending.

Event description:
A complaint was received with regards to a chemolock bag spike with additive port, dry spike in which it was reported that there was a chemo spill. The event occurred when the rn attempted to hang the bag. The rn spilled chemo agent over her arm while wearing personal protective equipment (ppe). There was no patient harm.